Manufacturer narrative:
H3 other text : remote support provided.

Event description:
Philips received a complaint indicating that the pads failed during operational checks. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse) and it was determined that the pads cable will need replacement. The customer repalced the pads cable to rectify the issue and the device successfully passed all required testing. The device remains at the customer's site. No further action is required at this time.